Manufacturer narrative:
Mfg date: since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Concomitant therapy input: align transobturator tape. Patient then underwent reoperation for vaginal mesh erosion and stress incontinence on (B)(6) 2014.